Manufacturer narrative:
The device was returned for eval; overheating was duplicated during the quality investigation testing. Further investigation revealed a damaged core drive shaft. The drive shaft and bearing stop were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repairs for overheating during a procedure. No adverse consequence was associated with the event. The procedure was completed successfully with another device without any procedure delays.